Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, myopotential noise and t-wave oversensing. The system was reprogrammed from primary vector to the alternate vector. This system remains in service. No further adverse patient effects were reported.